Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Device evaluation: the software investigation was conducted through log review and found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the navigation system would not progress past the main screen before entering the application software. It was reported that restarting the system via ctrl+alt+backspace did not restore functionality. A hard restart was then performed, where it was reported that the navigation system displayed it was searching, thus not restoring functionality. The reported issue occurred while setting up for a procedure, and the site elected to use a second medtronic navigation system for the procedure. There was no patient present when this issue was identified. No additional information was provided.